Event description:
A healthcare professional reported that during surgery the cassette stopped working while the handpiece was in contact with pt eye. This event occurred in 4 cassettes from the same lot. Tests were repeated and the cassettes worked again without any issue. There was no pt harm. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).